Event description:
It was reported that a spectrum pump displayed system error 105 in the third floor medical surgical care area during set up. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error which was not reproduced. System error 105 was confirmed through review of the event history log. During the eval the motor mechanical assembly was inspected and tested. The inner bearing had signs of wear, the gearbox and gearbox bearings were worn and black material was found around the bearing. Several contributing factors to the condition were identified. The internal motor inspection was invasive, so the motor assembly was replaced.